Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37651, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported seven months later that the patient kept trying to charge the battery he has, trying to get it in the right place. The patient fights it and fights it, he was sick and tired of it. A coupling problem was reported. The patient had zero black coupling boxes, his stimulation was off, the lightning bolt did not show in the left hand corner and the implantable neurostimulator (ins) icon showed at 1/8 full. During the report, the patient turned the dial and pushed the green button, turned 4, ¼ turns and got zero coupling boxes filled in. The recharger antenna was then relocated to one inch below his incision scar and pushed the green button again; patient got eight black boxes. The patient pushed the button and the stimulation started back up; he could feel his legs vibrating again. The patient hooked up the belt and was going to continue charging. Stimulation has been off a couple of days. Recharging difficulties have been going on for a long time, sometimes it works pretty quick and sometimes it does not. Usually it takes about four hours.

Event description:
A coupling problem was reported. The patient is elderly and once and in a while he cannot get the machine to charge up right. A company representative has to meet with the patient and ¿fixes it¿ and tells him how to do it right/hold it right. The patient moved about 1-2 months ago and right when he moved ¿it wasn¿t working right¿. The patient had a hard time charging. It took the patient a month to ¿get it working right¿ and that currently it was fine. Additional information has been requested.